Event description:
It was reported that a new ilet user experienced fluctuating blood glucose with post-dinner hyperglycemia followed by nocturnal hypoglycemia, with a peak of 401 mg/dl for about 3 hours and a nadir of 65 mg/dl for about 25 minutes, without backup therapy, ketone testing, or medical intervention. Symptoms included feeling sick during the high glucose and no reported symptoms during the low. Outcomes included self-management with oral carbohydrate for the low and no assistance beyond parental support offered out of kindness. Investigation included troubleshooting and user education. Investigation of this case revealed cause unclear for both the hyperglycemia and hypoglycemia, with no device alerts for sustained extreme hyperglycemia and appropriate alerts for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.